Event description:
No status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2019. Upon receipt the device was failing the rtc tick test, issuing ¿warning, device service required¿ prompts. The failure was attributed to a severely depleted bt1 coin cell, which had resulted in the pad clock failing to increment and displaying a nonsensical date, as the coin cell powers the rtc. As the coin cell also powers led drive circuitry, the failure of the bt1 would have caused the reported fault of no status indicators. No fault was found on the pcba that would have caused the coin cell to fail. The rtc/led drive circuitry was scrutinized to identify a potential source of high current drain on the coin cell, with no measurable fault identified. The device was temperature cycled between 0-50°c for 48 hours with a new coin cell fitted, with the coin cell voltage remaining within specification during this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
No status indicator. There was no patient involved in this event.